Event description:
Physio-control engineering is investigating device failure reports related to instances where the device's liso2 battery vented after being discharged with the supplied discharge tool.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by (B) (4).